Manufacturer narrative:
Based on the legal manufacturer's investigation, it is likely that the pin of the picture-in-picture (pip) terminal was deformed and broken due to excessive force or oblique force applied to the connector when the cable was inserted or removed. The following statement is provided in the instructions for use under precautions for installation and connection: "never apply excessive force to connectors. This could damage the connectors." The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and the reported user facility report was confirmed. The results confirms damaged connector pins on the picture in picture (pip) connector cause the unit not to detect pip signal. Additionally, a software update was performed. The device was serviced and returned to the user facility.

Event description:
The customer reported that the device has a broken pin on the port. There was no report of patient involvement and no additional information was provided.